Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button had a delayed response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.